Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14-sep-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation to MFR? No. Mfg date: 06-apr-2020, labeled for single use: yes.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds during the implant procedure. It was also reported that the leadless ipg could not be recaptured during a repositioning attempt. During delivery system (ds) manipulation, the patient experienced asystole, pulseless electrical activity (pea) and arrhythmia. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The leadless ipg was then able to be recaptured. The leadless ipg system was removed and the patient subsequently received a transvenous ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: d10: yes, return date: 2020-11-16 h3: yes h5: yes h6: device code(s): a23 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d02 product event summary: the full delivery system was returned with the device intact in the device cup. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was frayed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. If information is provided in the future, a supplemental report will be issued.